Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2016 lower limb angiography revealed severe stenosis of right superficial femoral artery (sfa). In (B)(6) 2016 (168 days post index procedure) the patient was hospitalized for management of the event. The next day, angiography was performed during the procedure and revealed moderate stenosis of the proximal sfa and a 100% occlusion of the sfa intermediate section. The 100 % stenosis in right mid sfa was treated with percutaneous transluminal angioplasty using a 4.0 x 120 mm balloon with 25% residual stenosis. Post pta, antegrade flow was obtained successfully, however due to the high possibility of losing collateral circulation further treatment with a stent was not recommended. Two days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017 - restenosis in the right sfa was noted. No action was taken to treat this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient was discharged on aspirin and clopidogrel two day post index procedure ((B)(6) 2016). On (B)(6) 2017, 205 days post index procedure, occlusion of the right superficial femoral artery was noted. On (B)(6) 2017, the patient was hospitalized for further treatment. The next day, 308 days post index procedure, the 100% occlusion in the right proximal, mid and distal sfa including the proximal popliteal artery was treated with percutaneous transluminal angioplasty and placement of 2 stents, resulting in 0% residual stenosis. Six days later the event was considered to be recovered/ resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2016 -168 days post index procedure, the patient was hospitalized for management of the restenosis noted in (B)(6) 2016. Angiography performed without revascularization. At the time of reporting, the event was considered not recovered/ not resolved.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
On (B)(6) study. Same case as MDR ID: 2134265-2016-11020. It was reported restenosis occurred. On (B)(6) 2016. The patient had 100% stenosis in a 5 x 150mm target lesion located in the right mid superficial femoral artery (sfa), classified as a tasc ii c lesion. The target lesion was treated with an 1.6 mm jetstream® sc atherectomy catheter and a 2.1/3.0 mm jetstream® xc atherectomy catheter. The procedure was complete with percutaneous transluminal balloon angioplasty (pta), with 25% final residual stenosis. On (B)(6) 2016, 93 days post index procedure, angiography was performed and found right superficial femoral artery restenosis no other action or intervention was taken for this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported: (B)(6) 2017, 205 days post index procedure, an echography of the artery in the lower extremity revealed diffuse narrowing of the distal right sfa with accelerated blood flow at the beginning part of the sfa. The patient was referred for a repeat echography at a later date. (B)(6) 2017, a repeat echography revealed a dissection in distal sfa. Beyond the sfa bifurcation, plaque narrowed lumen of blood vessels, which mildly meandered. There was decreased flow rate and the main sfa beyond about 15 cm from the bifurcation point was occluded. There was no change from the previous echography performed in (B)(6) 2017. The patient was referred for treatment of the occlusion on a later date. (B)(6) 2017, the patient was hospitalized for further treatment. The next day (308 days post index procedure) the 100% occlusion in the target vessel right proximal, mid and distal sfa including the proximal popliteal artery was treated with percutaneous transluminal angioplasty followed by the placement of 2 non-bsc stents (5 x 250 mm and 5 x 100 mm stents), resulting in 0% final residual stenosis. Six days later the patient was discharged on aspirin and clopidogrel.